Event description:
--

Manufacturer narrative:
Upon receipt of the implanted device at our post market quality assurance laboratory, the device header was examined. Visual inspection noted a lead tip in the ventricular port, however, was unable to confirm the model/serial information. Please reference report 2124215-2013-06980.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right ventricular set screws were unable to be loosened and excessive force was required to remove the right ventricular (rv) lead from the header. While the lead was being pulled from the header, the insulation pulled back and the lead conductor became fractured. The lead was cut and surgically abandoned, however, a portion remained in the header. Troubleshooting was performed and the set screws were able to be loosened and the remaining portion of the lead was removed from the header. No adverse patient effects were reported.

Manufacturer narrative:
Another manufacturer's device and rv lead were successfully implanted. A portion of the lead is expected to be returned. This report will be updated upon return and completion of analysis.